Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had reported a no delivery alarm. While assisting the customer with changing the reservoir and infusion set, she noticed large air bubbles in the reservoir. Customer stated that the insulin pump was not rewound with a reservoir in place but insulin was not stored at room temperature. Customer was instructed to manually prime with plunger the air bubbles out. Air bubbles were primed and a new reservoir was not required. Blood glucose value was 125 mg/dl. Nothing further reported.